Event description:
It was reported that an ilet bionic pancreas sustained a cracked and unresponsive screen of unknown cause, confirmed by a user-provided photo and serial verification, which rendered the device unusable and led the user to revert to an alternative insulin therapy. Symptoms included no injury. Outcomes included temporary interruption of device therapy and use of an alternative therapy. Investigation included customer interview and visual evidence review. Investigation of this case revealed a damaged display touchscreen consistent with user-reported physical damage, resulting in loss of device usability. It was concluded, based on previously established findings for similar reports, that the cause was physical damage not related to a device malfunction.